Event description:
The customer reported to vyaire medical that the laptop 1200 ventilator delivered up to 50% more tidal volume than was specified during patient use. Furthermore, the patient was transferred to another device but no patient harm associated with the reported event.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation:g3,g6,h2,h3,h6 and h10. Result of investigation: vyaire medical was able to confirm and duplicate the issue. It was discovered that the pressure drifts, and the analog will be replaced. Six-year maintenance was completed, and the unit passed all tests.